Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The root cause for the strained cable was excessive force. There was no death or adverse event associated with the belt malfunction. Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. There was no death or adverse event associated with the charger malfunction.

Event description:
(B)(6) 2021 resubmitting this MDR as part of an internal audit where the electronic 3500a a us distributor reported that a battery charger was unable to charge a battery pack. A us distributor reported that a patient was experiencing service code 204 (belt/monitor unusable) and returned the electrode belt.